Manufacturer narrative:
Triathlon ps x3 tibial insert; cat# 5532-g-609; lot# mnavyt. The following other devices were also listed in this report: triathlon p/a ps beaded #5l; cat# 5516-f-501; lot# eh34n. Triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# ej96n. Triathlon asymmetric x3 patella; cat# 5551-g-320; lot# txxt. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. When completed, the investigation results will be submitted in a supplemental report.

Event description:
Patient was revised due to knee pain.

Manufacturer narrative:
An event regarding pain resulting in an unspecified revision surgery involving a triathlon insert was reported. The event was not confirmed. -device evaluation and results: the insert was returned without the locking wire. The returned triathlon insert shows evidence of mild pitting and burnishing on the bearing condyle surfaces. The inferior surface shows impressions of the baseplate. All evidence is consistent with in vivo use of the device. Explantation damage was also visible on the returned device and in particular on the anterior face of the device. Medical records received and evaluation: not performed as medical records were not provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the reported lot. Conclusion: revision surgery took place due to pain whereby the reported devices were exchanged for unspecified reasons. Pain can occur post-operatively for a number of reasons but it is a symptom rather than the cause of the issue the patient is experiencing. The exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was revised due to knee pain.